Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was on impella cp support due to ventricular tachycardia (vt) ablation. Due to small vessel size impella was weaned and removed. The intra-aorta balloon pump was placed.